Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. D4: batch # z70415. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml device revealed no damage to the external components. In an effort to replicate the reported incident, the device was evaluated for functionality. During testing, it was observed that the clips did not feed into the jaws upon subsequent trigger actuation. To further assess the condition of the internal components, the device was disassembled. Upon disassembly, the feed link was found to be broken, which likely contributed to the feeding issue. Additionally, fourteen (14) clips were identified within the clip track. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch z70415 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clip applier didn¿t have any clips in it when trying to use for case. No harm to the patient, pulled another clip applier from the shelf and had no issues.